Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine interrogation, oversensing on the rv lead was observed. Several high ventricular rate episodes and v noise reversion episodes were noted. Hence, the lead was capped. The patient was in stable condition throughout the procedure and post procedure.